Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that there was a procedure that involved removing metal components and washing out the tornier ascend flex tray, poly liner, and depuy delta extend glenosphere due to a chronic dislocation lasting four months and a likely infection. Phx of periprosthetic humeral #, revive stem used in revision with eugene ek. Proximal humeral allograft due to bone loss, subsequent bone loss and loss of soft tissue structures/ tension resultant in instability.

Event description:
It was reported that there was a procedure that involved removing metal components and washing out the tornier ascend flex tray, poly liner, and depuy delta extend glenosphere due to a chronic dislocation lasting four months and a likely infection. Phx of periprosthetic humeral #, revive stem used in revision with eugene ek. Proximal humeral allograft due to bone loss, subsequent bone loss and loss of soft tissue structures/ tension resultant in instability.

Manufacturer narrative:
The reported event was confirmed. The device was not returned but evidence was provided, based on provided x-rays which match the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. In the only picture provided, taken in the operating room outside the patient, we can see the insert assembled in the tray. On the provided x-rays, we can observe the humeral side is disassembled from the glenoid side and also a radiolucent line around the humeral components. Since data were provided, the opinion of a medical expert was sought and stated as following: question 1: "from the provided information, do you see here any factor(s) that could have contributed to this dislocation?" Answer: "a. Factors that have contributed to the dislocation are a most of all a lack of soft tissue tension together with the possible resorption of the most proximal humerus bone. The x-rays show the typical ¿drop-out¿ dislocation where the pull gravity in the absence of muscle power and soft tissue tension results in an inferior dislocation of the humerus. B. It is confirmed by the fact that even in this chronic instability situation there are no scuff marks on the polyethylene telling us that the insert and the glenosphere did not touch each other with force." Question 2: "other than the fact that it was implanted with a competitor's prosthesis, could you see problem of osteointegration and/or infection humeral side?" Answer: "a. The part of the humeral stem that is visible on the x-ray shows a radiolucent line around it. Since the distal part of the stem is not visible, I cannot assess the fixation of it. The proximal radiolucent line and the osteolysis around the plate raises the suspicion of infection but does not prove infection by itself." Question 3: "off-label use, user-related issue?" Answer: "technically it was off-label use, but that was not the root cause of this event. The root cause lies within patient-related issues such as the proximal humerus fracture, periprosthetic fracture, the resorption of the proximal humeral bone stock and probably infection, altogether resulting in a lack of soft tissue tension and muscle power leading to the drop-out dislocation. A possible component mismatch and subsequent instability would most likely have led to a damaged polyethylene liner." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on provided information, competitor's glenoid components were implanted with humeral compatible tornier component. As a reminder, the instructions for use clearly state that the association of the tornier flex shoulder system humeral components with other glenoid components than those recommended in the IFU, must not be used ("combinations of components: the tornier flex shoulder system in reversed configuration must be used in association with the aequalis reversed, aequalis reversed ii glenoid implant, tornier perform reversed glenoid system or tornier perform reversed augmented glenoid system", "tornier implants must be assembled using tornier components defined as being compatible with one another"). No indications of material, manufacturing, or design-related problems were found during the investigation. This event is a combination of off-label use and patient conditions. Based on investigation and as highlighted by the medical expert, the root cause of this event is most likely attributed to patient-related issues. If any additional information is provided, the investigation will be reassessed.